Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer stated they were splashed with water. It was found the insulin pump rebooted itself and the buttons became unresponsive after the moisture exposure. Customer's blood glucose was 107 mg/dl. Customer stated there was fluid under the lcd display. The customer also reported a crack near the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had a corroded motor assembly noted. The insulin pump was unable to verify unresponsive buttons due to blank display. However, the insulin pump was received with corroded keypad traces, cracked case at display window corners, cracked case at reservoir tube window corners and minor scratches on lcd window.